Manufacturer narrative:
The reported event of premature battery depletion was confirmed, and the low pacing impedance noted in the field is consistent with low battery voltage. The device was at end of service (eos) upon receipt. A longevity calculation was performed and found battery depletion was premature based on device usage. Electrical testing revealed high current drain from the hybrid. An anomalous integrated circuit (ic) was found to be the root cause of the high current drain and premature battery depletion.

Event description:
It was reported that the patient presented for a routine follow up in clinic. It was noted on (B)(6) 2023, that the pacemaker had reached the elective replacement indicator (eri) a year following implant. Pacing lead impedance was noted to be low on the atrial and ventricular channels and auto capture was noted to have been set at a high value for output. The patient was brought in for a procedure on (B)(6) 2023, and the atrial and ventricular leads were tested and found to be operating in good condition. A new generator was connected to the leads and all parameters were normal. A malfunction, premature battery depletion, was therefore suspected on the original explanted pacemaker. The patient was stable following the procedure.